Manufacturer narrative:
H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included pressure test and clear passage test and the results were satisfactory. The sets were primed with sterile water and no leaks were noted. General functionality tests which included flow rate, counting the number of drops falling in the drip chamber and then measuring the volume to calculate drops per ml. The sets worked according to requirements. The samples were left running for 24 hours, simulating the usage process and no defect was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2022-8330 for this event. Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked total parenteral nutrition (tpn) and "il". The issue was identified during patient use. The tubing was replaced. There was no report of patient injury or medical intervention associated with this event.